Event description:
When a physician used the subject device for a procedure, the probe broke. The broken piece of the probe was taken out. There was no pt harm reported. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the probe broke down at 16 mm from the distal end and there was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, omsc have concluded that the probe tip broken was caused by the scratch. The probe was supposed to be scratched when physician activated ultrasound output with the probe in contact with hard objects such as a clip or forceps. The (B)(4) instruction manual already states; warning: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.q. , uterine manipulator). Do not apply only the probe tip to the tissue or, pull the probe tip up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. This report is being submitted as a medical device report in an abundance of caution.